Manufacturer narrative:
At the time of this report, the investigation is in process. When the investigation is completed, a f/u report will be filed.

Event description:
An osteotomy saw broke at the blade collet during a total knee replacement surgery and a metal fragment fell into the pt. A piece of the blade was retained in the surgical site and was discovered in an x-ray post surgery. Add'l surgery was required to remove the foreign body from the right knee.